Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to water invading the scope connector during user handling of the device which caused abnormality in electrical components. The event can be detected/prevented by handling the device in accordance with the following instructions for use: " inspection of the endoscopic image". " when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when the evis exera iii bronchovideoscope was moved up and down (angulated), the image would blackout. The issue occurred during the diagnostic procedure (bronchoscopy), there was a 2-minute delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The image was distorted during angle operation, and the device was replaced with a new insertion tube unit to rectify the issue. Additionally, fluid was dry in the scope connector and repair was recommended. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.